Event description:
Patient reports that during the first refill appointment (in 2006) half of the medication was left in the pump. During the refill, the dose was increased by 20% and the patient was to come in for a refill four months later. The patient missed the refill because they did not feel well. The patient presented at the ER the following day with symptoms of drug withdrawal. Patient now has a refill scheduled for the next month. Patient is concerned about what happened to all of the medication from four months, and why the pump did not alarm. The drug in the pump is unk at this time. Additional information has been requested from the hcp, but was not available at the time of this report.